Event description:
During a percutaneous coronary intervention (pci), the physician had difficulty inflating the balloon on the stent delivery system (sds) and contrast medium leakage was also observed. This patient presented to the cardiac catheterization unit for an emergent procedure due to an acute myocardial infarction. Pci was being performed on a 90% de novo lesion in the mid left anterior descending artery (lad) with slight tortuosity. The lesion was also highly calcified. After cross a runthrough ns guidewire, the lesion was pre-dilated with a sprinter balloon of unknown size. The 3.5x28mm cypher stent was introduced and while being inflated at 16 atmospheres (atm) at the target lesion, the physician had difficulty inflating. Angiography seemed to indicate that contrast medium was leaking. Therefore, the physician deflated the balloon and inflated it again, but the balloon stopped inflating and would not increase beyond 16 atm. Contrast medium leakage was observed on angiography. Because the stent was already deployed enough, post-dilation was conducted with a quantum maverick balloon and the procedure was safely finished. There was no reported patient injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is available for testing and evaluation, but has not been received for analysis as of this writing. Additional information received will be submitted within 30 days upon receipt.